Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and 4 tachy shocks due to an atrial driven arrhythmia, across 4 different episodes. It was stated that this patient is dealing with heart failure and cancer. In addition, technical services (ts) noted what appears to be oversensing of the respiratory rate trend on the right atrial channel. Ts recommended to programming off this feature. This device remains in service and no additional adverse patient effects were reported.